Event description:
A medtronic ent rep reported that while in an ent procedure, the cranial application would not load. The machine proceeded to a black screen and then re-booted the system. The operating room nurse confirmed the software exit and that they were able to start the cranial application. The surgeon proceeded with the surgery with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info not available from site at time of this report. Software has not been eval as of the date of this report.